Event description:
It is reported that the patient was seen in clinic and had lead impedance was observed. It is stated that the physician did not see any problems with the lead based on x-ray images. The device was reported to not be turned off due to the patient having autostim and being seizure free for 10 years.